Manufacturer narrative:
Only the lot number was reported by the clinical study; thus, the UDI and product specific information is unknown. D3, manufacturer zip/postal: gu9 8ql. G1, MFR site zip/post code: gu9 8ql.

Event description:
It was reported that the patient experienced post-embolization symptoms that were treated with medication. On 26-dec-2023, the subject was randomized (therasphere arm) in a clinical study (main phase). The planned treatment type was selective, and treatment with therasphere was performed on 05-jan-2024. The 99mtc-maa angiogram was performed and target volume was 156.7 cm3, and 3.13 gbq and 3.02 gbq were administered through two vials. A total 6.14 gbq was administered during the index procedure. The total activity of therasphere delivery to lung was reported as 3.1 gbq, therasphere delivery to perfused liver tissue was 1.93 gbq, and total radiation dose to lungs 3.1 gy and radiation dose to perfused liver was 0 gy. On 05-jan-2024, on the same day of index procedure, the subject experienced nausea and abdominal pain due to post-interventional embolization syndrome that was treated with medications.